Event description:
Customer hospitalized due to high blood glucose. Customer stated they did not have any supplies to further troubleshoot with. Advised customer to call back to have 7.2 and high pressure test performed. Had customer perform 7.2 with empty pump and test passed. Found that customer has a lot of scar tissue.